Manufacturer narrative:
Investigation results: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective display assembly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is frozen and won¿t respond to input. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The user interface module was power cycled 5 times and booted up every time. No anomalies found during this inspection.